Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that her meter had been reading inaccurately since (B)(6) 2015 and that she had obtained results of ¿138, 150 and 171mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results satisfies lifescan¿s criteria for precision. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and denied making any changes to her usual diabetes management routine in response to the alleged inaccuracy. The patient claimed that ¿two months¿ after the alleged inaccuracy began she developed a symptom of ¿night sweats¿ however, denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient developed a symptom suggestive of a hypoglycemic event after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - (B)(6) 2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 3/25/2015 and 3/25/2015, evaluated by lifescan product analysis on 3/26/2015 and 4/8/2015 respectively with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.